Manufacturer narrative:
The customer called back to confirm they have an asp trained biomed on-site who performed preventative maintenance on their sterrad®. The catalytic converter, vacuum pump oil and oil mist filter were replaced to resolve the smoke/haze issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported an event of a "smoke" or haze emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. The customer confirmed they powered off the unit and evacuated the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
On (B)(6) 2018, additional information was received indicating no parts were available for return. The investigation included a review of the device history record (DHR), trending analysis of the smoke/haze issue and system risk analysis (sra) and functional anaysis. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the smoke/haze issue was reviewed from (B)(6) 2018 to (B)(6) 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." Functional analysis was not performed as no parts were available for return. The assignable cause of the smoke/haze issue is likely due to the catalytic converter, oil mist filter and the vacuum pump oil. The asp trained biomedical engineer replaced these parts and confirmed the sterrad 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. (B)(4).